Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has been receiving ineffective stimulation. It was also reported the patient has been experiencing a burning/uncomfortable sensation near the lead site. Reprogramming was unable to provide resolution. Impedance testing, x-rays, and a CT scan were performed and no anomalies were found. Surgical intervention will take place on a later date to provide resolution.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Also, the patient's ipg and anchor were electively explanted and replaced. Surgical intervention resolved the patient's issue.